Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed a missing battery door, scratched lens, damaged dso seal, and worn uso seal. Review of the event history log (ehl) showed a system fault with error codes 42221 and 46828. Functional testing was performed and the reported issue was duplicated. The device exhibited error code 42221. The cause of the reported issue was due to a faulty board. The mainboard was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device was alarming error 42221 and error 46828. It is unknown if there was patient involvement and no adverse patient effects were reported by the customer.